Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion alarm was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. In addition, the alleged altitude alarm was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Then, the customer received an altitude alarm. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. The customer's blood glucose was 215 mg/dl.